Manufacturer narrative:
Date of event is estimated. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.

Event description:
It was reported patient experienced shocking sensation causing patient to have seizures. Patient also experienced numbness in their arms when stimulation was on. As a result, patient underwent surgical intervention wherein the entire system was explanted to address the issues.